Event description:
Event description boston scientific crm received information that this patient was implanted with a pacemaker and another manufacturer's leads system. The original implant procedure was unremarkable and no difficulties were reported during the insertion of the leads. Six days following implant during a routine follow-up visit, abnormally high threshold and impedance measurements were observed. Upon further evaluation of the device, it was observed that the set screws did not appear to be fully tightened nor properly aligned in the device header connector block. This pacemaker was explanted the same day and another manufacturer's model device was successfully implanted. No adverse patient effects were reported in association with this clinical observation.